Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found that the unit failed the flow sensor calibration. The se was not able to duplicate the ventilator inoperative reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event.